Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During a femoral vein filter implantation, there was an incomplete opening of the filter in the body after release. There was no patient harm.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. One sample was returned by the customer for review. The sample included the pusher wire, cartridge delivery catheter sheath, dilator and the filter encapsulated within a syringe barrel. Visual inspection found no damage to the returned components. During the inspection of the filter, a substance: presumed to be a blood clot: was found entangled between two of the filter¿s legs. The filter was then placed in warm water at approximately 37°c. All legs expanded as expected, except for those entangled in the clot. Based on the inspection and testing performed on the returned device, this event was most likely related to an event within the users' environment. No corrective action will be taken at this time. Additional information provided in d9, h3, h6 and h11.